Event description:
It was reported that during the procedure to perform routine post-dilatation of a 3.5mm rx xience xpedition stent that was deployed in a heavily calcified, de novo lesion in the moderately tortuous mid right coronary artery, a 3.5x8 nc trek rx balloon dilatation catheter (bdc) was advanced to the xpedition. However, when inflating the nc trek rx to 15 atmospheres (atm), the balloon ruptured during the 1st inflation. The nc trek rx bdc was withdrawn from the anatomy and post-dilatation was completed using a non-abbott bdc via inflation to 18 atm, successfully completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: launcher 6fr jr4.0; stent: xience xpedition 3.5mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.